Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the jejunum to treat a gastric outlet obstruction (pyloric stenosis) during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the stent was attempted to be deployed, but the distal flange of the stent did not open. The physician adjusted the catheter and the position of the scope, and the stent eventually fully deployed; however, it deployed in the stomach and not across the stricture. The stent was removed with a snare and the procedure was completed using a different size axios stent. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastric outlet obstruction (pyloric stenosis). However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated for placement transduodenal to the jejunum.